Manufacturer narrative:
On 20-mar-2023, the following additional information about the reported event was obtained from a video clip received from the customer: review of a procedure video clip from the reported event showed that at timestamp 25:57, sureform 45 curved tip stapler instrument with white reload is inserted and reload color was chosen from the ssc [surgeon side console] touchpad. At 28:00, clamping begins with the sureform stapler instrument. At 28:03, firing begins. At 28:10, there is a pause for compression and this pause occurs again at 28:19. At 28:30, there is an armpod message indicating tissue too thick. The surgeon pressed the blue pedal to unclamp, and at 28:44, there is an armpod message indicating blade may be exposed. At 30:52, the stapler instrument is removed from the target tissue. Once the instrument is removed, some tissue necrosis observed. This tissue was removed by applying cautery using the maryland bipolar grasper instrument. At 37:29, the stapler instrument was inserted again with a green reload. At 43:09, firing begins, and the vessel is stapled successfully. There is a distal portion of vessel that was not stapled/transected. This portion was cauterized and transected with the maryland instrument. A green or black reload size might have been more ideal for tissue too thick as seen on the video, as evidenced when the green reload was able to successfully staple/transect the target tissue type.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. An advanced stapler instrument log review was performed for this procedure by an isi advanced failure analysis engineer (afa). Per afa, logs showed that the sureform 45 curved-tip stapler was installed on the system five times and fire five reloads (one blue, three white, and one green, in that order). On installs one to three, then five, there was one completed clamp followed by the firing, with no pauses for compression. On installs four and five, the system failed to detect the reload color and the user manually selected the white and green reloads on the surgeon side console (ssc) touchpad in each case. On install four (white reload), there was a completed clamp, followed by a firing failure. The firing stopped at ~64% completion after a duration of ~25 seconds. Max torque recorded during the firing was ~694 n, which is very high. There were no incomplete clamps or incomplete unclamps for this instrument. There were no errors in the logs related to this instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted right lower pulmonary lobectomy procedure, the patient experienced the lung parenchyma being ¿chewed through¿. The issue occurred during inferior pulmonary vein dissection with a sureform 45 curved-tip stapler installed with a white reload. The ¿tissue too thick to continue¿ message displayed on the system and the third fire sequence was interrupted. The surgeon had intended to staple the inferior pulmonary vein but seems to have grabbed additional pulmonary tissue, as well. This additional pulmonary tissue was unplanned tissue removal due to the stapler firing failure. The cause of the operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted right lower pulmonary lobectomy procedure, the patient experienced the lung parenchyma being ¿chewed through¿. The issue occurred during inferior pulmonary vein dissection with a sureform 45 curved-tip stapler installed with a white reload. The ¿tissue too thick to continue¿ message displayed on the system and the third fire sequence was interrupted. The surgeon had intended to staple the inferior pulmonary vein but seems to have grabbed additional pulmonary tissue, as well. This additional pulmonary tissue was unplanned tissue removal due to the stapler firing failure. The partial fire occurred within normal operation. The white reload did not deploy staples as expected. The sureform 45 curved-tip stapler was removed when the reload¿s blade was observed to be exposed. There was no observed bleeding. The procedure was prolonged due to the time required for the surgeon to consider how to respond to the possibility of bleeding and to replace the stapler. The procedure was completed using a third-party ethicon echelon seven stapler. The additional pulmonary tissue removal still resulted in a successful, acceptable surgical outcome. The patient has been discharged from hospital without an extended length of stay. The sureform 45 curved-tip stapler was inspected prior to use and no abnormalities were found. The stapler was operating as expected until the issue occurred. It is unknown whether the tissue was calcified or exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension and no tissue bunching. Tissue was not pushed forward or dragged during the firing sequence. The sureform 45 curved-tip stapler jaws did not open or release during the firing sequence. No staples were missing from the staple line. No holes or gaps were observed within the staple line. The surgeon did not encounter any obstructions between the instrument jaws. The surgeon did not fire over an existing staple line. No buttress material was used. The surgeon did not experience any clamping issues prior to firing the stapler reload. The sureform 45 curved-tip stapler and white reload have been discarded.